Manufacturer narrative:
As reported by the exactech knee replacement study, approximately nineteen months post tka, the patient experienced anterior knee pain. The patella was revised. The event is unlikely related to the device or the procedure. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition. Concomitant medical products: femoral component (cat# 02-010-01-0340), tibial insert (cat# 02-012-35-4009), tibial tray (cat# 02-012-45-4040).

Event description:
As reported by the exactech knee replacement study, approximately nineteen months post tka, the patient experienced anterior knee pain. The patella was revised. The event is unlikely related to the device or the procedure.